Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused or contributed to this event. The patient¿s peritonitis was reportedly due to touch contamination, per the pd nurse. Touch contamination is a well-documented risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient stated that they need help injecting medication into their manual bag. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn stated the patient has peritonitis (signs and symptoms unknown). The pdrn stated that they were unsure when the patient was admitted to the hospital. The pdrn stated that the patient did have a culture taken which was positive for peritonitis. The organism was pseudomonas. The pdrn stated that the patient was prescribed antibiotics, vancomycin (2 grams) and fortez (1gram), intraperitoneal. The pdrn stated that the cause of the peritonitis event was attributed to touch contamination. The pdrn stated that the patient is continuing treatment on the cycler without any issues.